Event description:
A customer reported footswitch issues during a procedure. An alternate system was used to complete the case following a delay of less than five minutes. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and duplicated system message (sm) "unknown footswitch type is detected." This sm was also verified in the event log along with sm "up-switch failure." The company representative disassembled th footswitch and removed a small piece of broken plastic from the footswitch. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to confirm the reported event. The root cause is unknown. (B)(4).